Event description:
We have been informed that during surgery, the cannulas very often slipped out of the sclera. This was very uncomfortable for the surgeon. Every time they needed to take a second instrument in case of a slip out. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
Since the involved cannula was not returned, a physical examination as to a possible cause of the reported failure could not be performed. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot prior to this case or since. Based on the limited investigation, the reported failure could not be attributed to the involved product itself, or its manufacturing. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Since the reported failure could not be attributed to the returned product itself or its manufacturing, remedial action/corrective action/preventive action/field safety corrective action (fsca) is deemed not necessary. The analysis includes all complaints with failure mode as reported ci-cann-ejected related to comparable trocar systems. Please note that while the 2023 incident numbers are up to date, the 2023 distribution figures are from april 25th 2023. As these products are still being distributed, the actual number of devices in the market is higher. The incident rate is therefore in fact lower.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during surgery, the cannulas very often slipped out of the sclera. This was very uncomfortable for the surgeon. Every time they needed to take a second instrument in case of a slip out. No report that actual patient harm occurred or surgery was prolonged > 30 min.